Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model 6949 is included in a field advisory. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that the device was changed out due to battery depletion because the patient had a vt (ventricular tachycardia) storm. During the device changeout, the dft was noted to be greater than 35 joules, so the model 6949 lead was replaced. The lead was later returned with a report that during device changeout, the lead would not convert vf (ventricular fibrillation), so it was capped and replaced. It was further reported that a new model 6947 defibrillation lead was implanted and was also unable to convert vf, despite multiple positions. An additional defibrillation lead was then implanted, and the patient was successfully converted at 25 joules. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model 6949 is included in a field advisory. Evaluation summary: (B)(4) no anomalies found. Proximal segment returned and analyzed. Distal conductor distorted. Outer tubing overlay melted.

Event description:
It was reported that the device was changed out due to battery depletion because the patient had a vt (ventricular tachycardia) storm. During the device changeout, the dft was noted to be greater than 35 joules, so the lead was replaced. The lead was later returned with a report that during device changeout, the lead would not convert vf (ventricular fibrillation). The lead was capped and replaced. It was further reported that a new model 6947 defibrillation lead was implanted and was also unable to convert vf, despite multiple positions. An additional defibrillation lead was then implanted, and the patient was successfully converted at 25 joules. There were no further patient complications reported as a result of this event.